Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical on (B)(6) 2011 that on (B)(6) 2011 received a result of "hi" greater than 600 mg/dl) on their blood glucose meter. The consumer administered 80 units of insulin based on that reading. The consumer subsequently experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall out of range. The meter and test strips will be returned for evaluation.